Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar occurred due to a right ventricular (rv) lead pacing impedance measurement of greater than 2000 ohms. There was also reportedly noise and oversensing. No adverse patient effects or interventions have been reported. The clinician reportedly plans to continue to monitor the patient. This rv lead and the associated cardiac resynchronization therapy pacemaker (crt-p) remain in service.